Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 syringe 0.3ml 31g 8mm wholeunit 10bg 500 expeirenced hub separation from the device during use. The following information was provided by the initial reporter: returned consumer's phone call from voicemail that was received. Consumer reported difficulty removing the orange needle shield on about 6-7 insulin syringes. Stated when removing the shields the whole needle comes off with it. Lg lot # :9336996a. Cat #: 328438. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (5) 3/10cc, 8mm, 31g syringes in open poly bags from lot # 9336996. Customer states that shields were difficult to remove and when removed the needle hub separated. All returned syringes were examined and 4 out of 5 samples exhibited the hub-needle/shield assembly separated from the barrel. The remaining syringe was tested to determine the shield removal force. The shield removal force was measured as 3.77 lbs., which falls within specifications. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 7 syringe 0.3ml 31g 8mm wholeunit 10bg 500 expeirenced hub separation from the device during use. The following information was provided by the initial reporter: returned consumer's phone call from voicemail that was received. Consumer reported difficulty removing the orange needle shield on about 6-7 insulin syringes. Stated when removing the shields the whole needle comes off with it. Lg lot # 9336996a; cat # 328438; date of event: unknown.